Event description:
It was reported by the customer biomed that two (2) "pressure sensors (lvp mostly upper) needed to be repaired". This was reported by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.